Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. The customer's blood glucose (bg) level was over 500 mg/dl with trace ketones and it was addressed with a syringe. The customer changed the cartridge/infusion set and reported that their bg level lowered to 50 mg/dl. The customer stated that they may have overcompensated with the syringe when addressing the elevated bg level. It was noted that the customer consumed carbohydrates to address bg level. At the time of the report, the customer's bg level was 227 mg/dl.